Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and leakage with the incident lot was observed and it was determined to be caused by a broken tube and the additive drying on the product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a foreign liquid was found "stained" onto the bd vacutainer® acd solution a blood collection tube before use. The following information was provided by the initial reporter: "tube broken." Updated info: per clarification from distributor, liquid is out of the lid and tube of stain."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign liquid was found "stained" onto the bd vacutainer® acd solution a blood collection tube before use. The following information was provided by the initial reporter: "tube broken. Updated info: per clarification from distributor, liquid is out of the lid and tube of stain."